Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a faulty analog board. The analog board was replaced to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.